Event description:
The surgeon implanted a lens but due to a loading error, the lens was damaged while being inserted. The surgeon enlarged the incision to remove the lens but did not use sutures to close the incisional wound.